Manufacturer narrative:
Continuation: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received the manufacturer representative (rep) reporting that the patient was presented to the clinic on (B)(6) 2018. X-rays were taken and showed that the leads had migrated up two vertebral bodies. It was reported that the battery was overdischarged when they arrived to the clinic and a trickle charge was completed. The por code 0x2608 was displayed on the clinician programmer when the device was reset. Impedances were checked and found to be within normal limits. The patient was then reprogrammed, however they were not able to feel stimulation in their right leg regardless of the reprogramming attempts. It was stated that the patient also had an MRI at the appointment. It was reported that the patient would follow-up with their doctor for the MRI results and decide if they will undergo a lead revision. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2018-06-04 from the health care provider (hcp) reporting that the patient had an immediate scs lack of benefit, loss of stimulation, and lead movement after a fall in (B)(6). The percutaneous leads will be replaced with a paddle and not revised. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the patient was going to get a lead revision but the date had not been determined. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. The patient fell about a month ago and then on (B)(6) 2018 they felt extreme pain and went to the emergency department (ed). The environmental factors were unknown. No diagnostics had been performed at this time. The patient planned to address the issue on (B)(6). It was unknown what interventions were performed in the ed. It was unknown if the issue was resolved. No further complications were reported.